Event description:
The following was reported to hamilton medical ag: customer stated: reason for order: technical event:231008 - technical event occurs when 02 gas is applied to the device. System test - o2 mixer test fail as the o2 continues to rise above set 21%. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: customer stated: reason for order: technical event:231008 - technical event occurs when 02 gas is applied to the device. System test - o2 mixer test fail as the o2 continues to rise above set 21%. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Device alarms with "technical event: 231008 (o2 valve leak)" during o2 mixer test. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. This alarm occurred during the o2 mixer test and ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical if it occurs during ventilation. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The following was reported to hamilton medical ag: customer stated: reason for order: technical event:231008 - technical event occurs when 02 gas is applied to the device. System test - o2 mixer test fail as the o2 continues to rise above set 21%. No patient involvement.